Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer experienced a high blood glucose value of 336 mg/dl. The customer stated that the insulin pump shut off after entering carbohydrates for dinner. The customer declined troubleshooting for high blood glucose. The insulin pump will not return for analysis.